Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not longer inflating. It was found that there was a fluid leak caused by a hole in tubing. A new ipp was implanted and there were no patient complications reported.